Event description:
It was reported stimulation began turning off on its own after the pt fell out of bed on (B)(6) 2012. The pt's scs system was explanted and replaced (with a competitor's device) due to resolution being unattainable. Sjm was made aware of the explant on (B)(6) 2013.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.